Event description:
It was further reported that during the kissing balloon technique the balloon came in contact with the non bsc stent. The balloon ruptured a 10atms. The balloon was removed intact.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred.the lesion was located in the proximal left anterior descending artery. The physician was performing a kissing balloon technique with a non bsc stent and the 2.0 x 15mm apex monorail balloon when the balloon ruptured. The procedure was completed with another of the same device. There no reported patient complications and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Manufacturer narrative:
Updated:age at time of event: 18 years or older. Updated: describe event or problem. (B)(4).